Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 47 mg/dl. Reportedly, customer overcorrected for a prior bg level. Customer consumed carbohydrates to treat bg level. Reportedly, no additional treatment was provided in the ER. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.